Event description:
It was reported that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an incident of numerous failed shocks where the s-ICD failed to convert the arrhythmia. Technical services (ts) discussed with the physician who noted the commentary about conversion effectiveness was an isolated scenario involving some congestive heart failure documents, there was no specific patient noted for this instance. The physician noted this was not a systemic issue, rather just an isolated case. It was noted that there is no need for a deeper review. Ts discussed the importance of good system placement.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.